Event description:
It was reported that the patient received inappropriate therapy, and noise was recorded on the patient's right ventricular (rv) lead. One of the episodes showed signs of external electromagnetic interference (emi). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1458q st jude lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was further reported that the patient experienced syncope and received an additional episode of inappropriate therapy. Lead noise and inhibition of pacing was observed on the rv lead. The patient has been scheduled for an upcoming lead revision. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient went for a lead revision and the rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).